Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The complaint investigation is unconfirmed for a hole in the catheter, as no holes were noted to the catheter and the balloon inflated without issue. It is unk if pt and/or procedural issues contributed to the reported event. Based on the available info, the definitive root cause is unk. The conquest instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good-faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter had a hole in it. The catheter was retracted without incident. There was no report of pt injury.